Event description:
It was reported that the programmer indicated the shock impedance on this system was less than 30 ohms. Technical services advised to consider commanded shocks to evaluate the system further. There were no adverse patient effects. The system remains implanted.